Manufacturer narrative:
Date of implant is an unknown date in (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in (B)(6) 2017, patient underwent an open reduction and internal fixation (orif) for intertrochanteric femoral fracture with short tfna. Post-operative, patient was presented in (B)(6) 2018 with pain during normal movement (no history of a fall). CT scan showed evidence of callus formation at the fracture. However, the fracture was still unstable. The surgeon also expressed that the callus formation was perhaps slow, reflective of the patients age group. CT scan showed that tfna was broken at the level of the blade. On (B)(6) 2018, patient was revised to short pfna 12 x 200 x 125 with 105mm blade. Revision procedure was reported as uncomplicated. Concomitant devices reported: tfna helical blade perf l105 tan (part# 04.038.405, lot# 7876261, quantity 1), screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 11mm/125 deg ti cann tfna 235mm/right ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed: manufacturing location: monument, manufacturing date: 22-jun-2016, expiration date: 30-jun-2026: part #: 04.037.114s, lot#: h116097 (sterile) : 11mm/125 deg ti cann tfna 235mm / right : sterile. Quantity 6. Component parts reviewed: part 04.037.912.2 : lock prong 125 degree, tfna bp-55 lot : 9924032, part 04.037.912.4 : wave spring, shim ended bp-55 lot : 9937532, part 04.037.912.3 : tfna lock drive bp-58 lot : h095390: part 21127 : raw material lot bp-80 lot : h047865. Raw material received from supplier perryman company. Certified test report received from perryman for titanium and certificate of analysis received from metalwerks pmd, inc. Meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process/inspect dimensional for tfna assembly inspection met inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming.¿ complaint is confirmed as we can confirm complaint description based on the received pictures. Product was not returned, therefore no investigation is possible. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.